Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that pairing failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On the same day, it was reported that the patient was trying to pair new sensor but it was not connecting and had to try it a couple of times. When the displays were searching the sensor, the patient fell asleep. He woke up at around 9am checking both omnipod 5 insulin pump and dexcom app and neither had connected. The child was not feeling good during that time but he didn't tell his parent. (No bgfs taken at the time that the patient was still at home). Patient still went to school and when it was time for the nurse to check his bg they noticed that it was high. Patient wasn't feeling good, was having increased thirst, increased urination, and appeared to be sweaty. Parent picked the patient up from school and went over to the hospital. They gave him IV fluid. Patient stayed less that 24 hours and had to be transported via ambulance to john hopkins children center where he was given insulin injection and insulin through IV. Patient got discharged on (B)(6) 2025. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that pairing failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On the same day, it was reported that the patient was trying to pair new sensor but it was not connecting and had to try it a couple of times. When the displays were searching the sensor, the patient fell asleep. He woke up at around 9am checking both omnipod 5 insulin pump and dexcom app and neither had connected. The child was not feeling good during that time but he didn't tell his parent. (No bgfs taken at the time that the patient was still at home). Patient still went to school and when it was time for the nurse to check his bg they noticed that it was high. Patient wasn't feeling good, was having increased thirst, increased urination, and appeared to be sweaty. Parent picked the patient up from school and went over to the hospital. They gave him IV fluid. Patient stayed less that 24 hours and had to be transported via ambulance to john hopkins children center where he was given insulin injection and insulin through IV. Patient got discharged on (B)(6) 2025. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.